Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the sleeve fell off after opened the packing. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2021. D4: batch # u93m8d. H6: component code: others (g07)). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the b12lt device was returned without its original package and with no apparent damage. The event described could not be confirmed as the device performed without any difficulties note. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: the trocar obturator and sleeve are packaged unassembled. To assemble, remove the protective tip covering from the obturator and trocar sleeve and discard. Assemble the trocar by inserting the obturator into the trocar sleeve until they lock securely together. The trocar is packaged with the stopcock in the open position. Close the stopcock before use. The stopcock is closed when the stopcock lever is parallel to the sleeve." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.